Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The lead dislodged when moving the stylet in the lead. Additionally it was noted that the helix did not extend during placement. The lead was removed. No patient complications have been reported as a result of this event.